Manufacturer narrative:
(B)(4) (lens flipped and inserted upside down). Method, lens work order search. Results: a lens work order search was performed and no similar complaints were found within the same work order. Conclusions: (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted an aq5010v three piece silicone lens. The lens flipped as it was coming out of the injector. Lens was inserted upside down. The lens was cut into pieces to remove from eye. No widened incision and no suture. No patient injury. Another same model and size lens was implanted. Lens was discarded.